Event description:
This is a spontaneous case report received from a female consumer of unspecified age consumer in united states on 24-aug-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted in (B)(6) 2007 for birth control. On (B)(6) 2016 the consumer started experiencing constant pain, heavy bleeding and headaches. Essure was removed on (B)(6) 2016. The outcome of the events was not recovered / not resolved. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced constant pain and heavy bleeding. Essure was removed. These events, interpreted as pelvic pain female and genital bleeding respectively, are listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. In this case, consumer experienced these events about 8 years and 10 months after essure insertion. Based on this information and considering its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious event was reported. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (on or about (B)(6) 2016 she underwent a total hysterectomy). At the time of the report, the pelvic pain and menorrhagia outcome was unknown and the genital haemorrhage and headache had not resolved. The reporter considered menorrhagia and pelvic pain to be related to essure (ess205). The reporter provided no causality assessment for genital haemorrhage and headache with essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number of this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) added incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic wire embedded within their lumia') and pelvic pain ('pain, chronic pelvic pain') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included antibiotics since 2018 for uterine infection as well as amoxicillin since 2018 and ceftriaxone sodium;tazobactam sodium (bactrum t) since 2018. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower ("cramping"). In (B)(6) 2014, the patient experienced genital haemorrhage ("heavy bleeding, abnormal bleeding (general)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migraines"). On (B)(6) 2016, the patient experienced headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation"), adnexa uteri pain ("pain on both ovaries"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). The patient was treated with naproxen (salupran), oxycodone hydrochloride;paracetamol, paracetamol (tylenol), and surgery (laparoscopy bilateral salpingectomy, removal of essure devices and total hysterectomy to remove essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the embedded device, heavy menstrual bleeding and adnexa uteri pain outcome was unknown, the pelvic pain, abdominal pain lower, migraine and abdominal pain was resolving and the genital haemorrhage and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, cystitis, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, urinary tract infection and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Ultrasound scan vagina - in (B)(6) 2014: results: total bilateral occlusion.. Essure confirmation test : transvaginal ultrasound (tvu) : essure clips were in place. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality-safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic wire embedded within their lumia') and pelvic pain ('pain, chronic pelvic pain') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included antibiotics since 2018 for uterine infection as well as amoxicillin since 2018 and ceftriaxone sodium;tazobactam sodium (bactrum t) since 2018. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower ("cramping"). In (B)(6) 2014, the patient experienced genital haemorrhage ("heavy bleeding, abnormal bleeding (general)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migraines"). On (B)(6) 2016, the patient experienced headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation"), adnexa uteri pain ("pain on both ovaries"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). The patient was treated with naproxen (salupran), oxycodone hydrochloride;paracetamol, paracetamol (tylenol), and surgery (laparoscopy bilateral salpingectomy, removal of essure devices and total hysterectomy to remove essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the embedded device, heavy menstrual bleeding and adnexa uteri pain outcome was unknown, the pelvic pain, abdominal pain lower, migraine and abdominal pain was resolving and the genital haemorrhage and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, cystitis, dyspareunia, embedded device, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, urinary tract infection and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Ultrasound scan vagina - in (B)(6) 2014: results: total bilateral occlusion.. Essure confirmation test : transvaginal ultrasound (tvu) : essure clips were in place. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number of this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-apr-2021: mr received: event embeded device, reporter information were added. Product code was changed from 205 to 305. Incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy bleeding ") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"), abdominal pain lower ("cramping") and adnexa uteri pain ("pain on both ovaries"). The patient was treated with surgery (total hysterectomy to remove essure implant). Essure (ess205) was removed in 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower and adnexa uteri pain outcome was unknown and the genital haemorrhage and headache had not resolved. The reporter considered abdominal pain lower, adnexa uteri pain, menorrhagia and pelvic pain to be related to essure (ess205). The reporter provided no causality assessment for genital haemorrhage and headache with essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number of this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-nov-2017: legal claim received: new reporter, new events were reported: cramping and pain on both ovaries. Surgery to remove essure in 2015 was also reported. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, chronic pelvic pain") and genital haemorrhage ("heavy bleeding, abnormal bleeding (general)") in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2014 , the patient had essure (ess205) inserted. In may 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2014, the patient experienced abdominal pain lower ("cramping"). In june 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6)2016 , the patient experienced headache ("headaches"). On an unknown date, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation"), adnexa uteri pain ("pain on both ovaries"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines"). The patient was treated with naproxen (salupran), ibuprofen (motrin), paracetamol (tylenol), oxycocet (percocet) and surgery (total hysterectomy to remove essure implant). Essure (ess205) was removed in 2015. At the time of the report, the pelvic pain, abdominal pain lower, migraine and abdominal pain was resolving, the genital haemorrhage and headache had not resolved and the menorrhagia and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, cystitis, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Essure confirmation test : transvaginal ultrasound (tvu) : essure clips were in place. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number of this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018 : plaintiff fact sheet: infection (bladder/urinary tract/vaginal), apareunia (inability to have sexual intercourse), migraines, dyspareunia (painful sexual intercourse), abdominal pain, pain added as events. Patient, reporter and product information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 19-sep-2016: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number of this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced constant pain and heavy bleeding. Essure was removed. These events, interpreted as pelvic pain female and genital bleeding respectively, are listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. In this case, consumer experienced these events about 8 years and 10 months after essure insertion. Based on this information and considering its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious event was reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible.